Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) full lead was returned. No anomalies found. Outer insulation breached cut was noted.

Event description:
It was reported that during the implant procedure, dislocation of the lead in the atrium occurred. Attempts to reposition the lead were unsuccessful. The device was not implanted. No patient complications have been reported as a result of this event.